Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that only 208 volts were available in the battery stack; battery tray 6,7, and 8 took a voltage hit. The battery trays were repaired and replaced. The charger assembly was replaced because of the bad smell during troubleshooting. The power enclosure was replaced as a precaution to protect battery trays; it was suspected of blowing the battery trays. Two 10 amp fuses were found to be blown in the power tray. After the system booted, new firmware was uploaded to the charger and power conversion. After boot up, a constant generator error could be heard. The generator was coming up with a constant e011 error. A medtronic representative went back to the site to address the generator boot error. The unit would not boot the generator. Error code eo11 was found. Gfi was reset using the bitconfig key in the service manual which corrected the issue. Fluoro and 3d spin were completed. No issues were noted with the unit at this time. The unit was in good working order. The battery trays were not returned for analysis. The charger enclosure has been returned for analysis, however, analysis has not been completed. The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The enclosure power conversion failed bench testing and visual inspection confirmed capacitors c10, c9, c130 and c131 were damaged. They were electrically over stressed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a lumbar fusion procedure. It was reported that intra-operatively, while closing the system around a patient, there was a pop sound from image acquisition system (ias). The system then turned off and indicated a red battery status and would not turn on. The system was stuck around the patient. The site lost all power to the pendant and mobile view station (mvs) so they had to manually open the system to remove it from the field. The site's biomed assisted with that process. The procedure was completed without the use of the imaging system and there was no reported impact to patient outcome. There was an approximately thirty-minute delay due to this issue. The site reported that the system smelled hot, but not smoking, and was left unplugged after that.

Manufacturer narrative:
The charger enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. Visual inspection confirmed the charger enclosure was electrically overstressed. Capacitors c109, c111, c113, c115, c117, c110,112,114 were electrically overstressed. Capacitors on charger cards were falling off due to poor soldering. Analysis found that the reported event was related to a mechanical issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.